Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) a query was run in the eqms on 18-mar-2026 against "lot number 6014822 and similar malfunction codes: leak between tubing and site connector - detachment /significant wetness. Tubing connector is cracked, split, deformed, leakage may occur. Leakage from connection between the tubing connector and the infusion set (cannula part/base piece). Tubing detached from tubing-tubing connector. The review confirmed that lot 6014822 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 18-mar-2026 against "lot number" criteria equal 6014822 and similar malfunction codes leak between tubing and site connector - detachment /significant wetness. Tubing connector is cracked, split, deformed, leakage may occur. Leakage from connection between the tubing connector and the infusion set (cannula part/base piece. Tubing detached from tubing-tubing connector. The count of complaint is 5. The complaint number is (B)(4). Device history record (DHR) review: the lot 6014822 was manufactured according to the work instruction (wi) version 82 and manufactured in the line 08 on 17/aug/2025 with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5h00432 was manufactured according to the wi version 42 and manufactured in the machine 04, 08, on 13/aug/2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area (version 3): all 3 samples tested passed visual inspection. Wi guidance for functional testing for complaints area (version 2): all 3 samples tested passed functional testing for the reported malfunction code. Leak between tubing and pump connector/hub - detachment /significant wetness. All test results were within specification as documented in the attached test report complaint (B)(4) test report. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were returned and tested in accordance with approved procedures: wi guidance for visual testing for complaints area (version 3): one returned used tubing sample that was tested, visual inspection in relation to the reported malfunction code leak between tubing and site connector - detachment /significant wetness. The sample was found detached from the connector tube. Due to this condition, functional tests such as the static pull test could not be performed. All test results were documented in the attached test report complaint (B)(4) test report. Conclusion: visual inspection confirmed the reported issue; escalation for CAPA and further investigation required per quality procedures. Statistical analysis result: after assessment of the failure via product trending over time, refer to attachment form mmt-387a signed, with control charts, the risk has been deemed as within accepted limits. No further action is required. Complaint confirmed: following the investigation the reported failure has been confirmed for this this complaint. The complaint was confirmed based on the samples returned. Conclusion summary of complaint investigation: as a result of the following: the investigation included a comprehensive review of eqms records, similar complaint searches, device history record verification, and assessment of the visual evidence provided. No ncrs, capas, or quality events of the same or similar nature were identified for lot 6014822 or the associated malfunction code leak between tubing and site connector - detachment /significant wetness. The samples supplied by the customer corroborated the reported condition, confirming that the physical evidence supports the complaint. All available documentation and analysis indicate that the issue is isolated and not linked to systemic manufacturing or quality concerns. Statistical evaluation and product family trending confirmed that the risk associated with this malfunction remains within acceptable limits. Based on these findings, no additional investigation or corrective actions are required. The record will be closed and will continue to be monitored through routine tracking and trending activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issues with four infusion sets on (B)(6) 2025. The infusion set tubing became detached. At the time of the event, the patient was taking a shower. The site of insertion was left abdomen. The detachment occured at the quick release (qr). No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation in addition, the initial MDR (B)(4) with (3003442380-2025-17956, 3003442380-2025-17957, 3003442380-2025-17958, 3003442380-2025-17959) was submitted on 13-jan-2026. However, based on the described event of problem the patient has reported the issue is with one infusion set. Therefore, the other three copies are being retracted. Reports being retracted: initial and final MDR 1 - (B)(4) & 3003442380-2025-17957, initial and final MDR 2 - (B)(4) & 3003442380-2025-17958, initial and final MDR 3 - (B)(4) & 3003442380-2025-17959.

Event description:
To date no additional patient or event details have been received.